Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5568-45 lead, implanted 2005-(B)(6). (B)(4)

Event description:
It was reported that the patient presented to the emergency room with syncope. A transmission showed the implantable pulse generator (ipg) device reached end of life (eol). The device was explanted and replaced. It was also reported that failure to capture by the right ventricular (rv) lead was observed on monitor. The lead remains in use. No further patient complications have been reported as a result of this event.